Event description:
It was reported that pump touchscreen became cracked and shattered while customer was playing a sport, leaving display illegible and touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed address, explained that new pump would have updated software, and provided instructions for placing damaged pump into storage mode, returning it within 10 days, and then programming pump settings and reconnecting continuous glucose monitor once replacement pump was received.